Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Found time/date was incorrect. Found that on a few occasions customer had not bolused in a day. Customer was not doing cannula prime. Nurse also noted that customer's pump was dirty. Stated inside of the pump had dirt and hair. Also stated tubing was dirty.